Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during startup on a patient, the customer could not get the cardiosave intra-aortic balloon pump (iabp) to autofill. Autofilll failure. There were no wave forms. They switched to a different pump. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) evaluated and found that the unit went into "power up test fails code #14" also when he powered the unit on. Fse found that the compressor could not meet the pressure requirements when adjusting the regulator, it came closer but still missed after warming up the compressor. Fse replaced the compressor, scroll and completed a full pm protocol/functionality, safety, and functionality test. All tests passed to factory specifications. Returned to the customer and released for clinical use. The defective components were received for further investigation. The failure analysis and testing department received part scroll compressor associated with this complaint. This part was received with a reported unit failure message of autofill failure and power up test fails code# 14. Performed visual inspection of this part received and found residue (saline) on bottom part of compressor, scroll. Please see attached picture. Based on experience, this residue is consistent with saline. CAPA (B)(4) has been initiated to address this issue. Due to saline on compressor scroll the fat dept, cannot be investigated further. Also, it is a safety hazard to fat dept. Technician. Retaining compressor scroll in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.